Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose, insulin pump had motor error, compromised force sensor system alarm. The customer¿s blood glucose level was 486 mg/dl at the time of incident. Customer was treated with manual injection. The customer also reported that the insulin was squirting during manual prime process. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Customer declined for troubleshooting. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime or a33 test at 4 lbs and motor error alarm during the basic occlusion test due to protruded drive support disk. The motor was tested outside of the device and passed.